Event description:
A physician reported that during a clinical study while using an ophthalmic gas one of the patient experienced transient hypotony. It also confirmed that the use of ophthalmic gas was an off-label use. Additional information has been requested for further clarification. Final report egypt, information pr#: (B)(6). Si¿s egypt: 01/01/2022 to 07/31/2022 :0; 01/01/2021 to 12/31/2021 :0; 01/01/2020 to 12/31/2020 :0; 01/01/2019 to 12/31/2019: 0; row: 01/01/2022 to 07/31/2022 :0; 01/01/2021 to 12/31/2021 :0; 01/01/2020 to 12/31/2020 :0; 01/01/2019 to 12/31/2019 : 0. Countries where similar incidents/similar events occurred. Nil. Medical device also distributed in the following countries: albania, argentina, australia, austria, azerbaijan, bangladesh, belarus, belgium, brazil, brunei darussalam, canada, china, chile, colombia, croatia, cyprus, czechia, denmark, dominican republic, ecuador, egypt, georgia, germany, ghana, hong kong, hungary, israel, italy, japan, kazakhstan, kenya, latvia, lithuania, malaysia, malta, mauritius, mexico, netherlands, new zealand, nigeria, north macedonia, norway, oman, other, other-lacar, peru, philippines, poland, portugal, puerto rico, qatar, russian federation, saudi arabia, singapore, slovakia, slovenia, south africa, spain, sweden, switzerland, taiwan, province of china, united republic of tanzania, thailand, turkey, ukraine, united arab emirates, united states of america, uruguay, viet nam, zambia, zimbabwe.

Manufacturer narrative:
This report originally filed under mfg report number 1610287-2022-00023. All future reports will be submitted under mfg report number reflected in this report. The ispan c3f8 (perfluoropropane) gas tank was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because the lot number was not provided. A review of confirmed complaints for transient hypotony use showed no complaints since the beginning of 2015. Note: the procedure does not comply with the directions for use (dfu). The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information in b.5, the previous information in section b.5 was submitted inadvertently. The previous supplementary report was filed under incorrect mfg report num 1610287-2022-00023. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a clinical study while using an ophthalmic gas one of the patient experienced transient hypotony. It also confirmed that the use of ophthalmic gas was an off-label use. Additional information has been requested for further clarification. Final report egypt, information pr# (B)(4) si¿s egypt: (B)(6) 2022 to (B)(6) 2022 :0 (B)(6) 2021 to (B)(6) 2021 :0 (B)(6) 2020 to (B)(6) 2020 :0 (B)(6) 2019 to (B)(6) 2019: 0 row: (B)(6) 2022 to (B)(6) 2022 :0 (B)(6) 2021 to (B)(6) 2021 :0 (B)(6) 2020 to (B)(6) 2020 :0 (B)(6) 2019 to (B)(6) 2019 : 0 countries where similar incidents/similar events occurred. Nil medical device also distributed in the following countries: albania, argentina, australia, austria, azerbaijan, bangladesh, belarus, belgium, brazil, brunei darussalam, canada, china, chile, colombia, croatia, cyprus, czechia, denmark, dominican republic, ecuador, egypt, georgia, germany, ghana, hong kong, hungary, israel, italy, japan, kazakhstan, kenya, latvia, lithuania, malaysia, malta, mauritius, mexico, netherlands, new zealand, nigeria, north macedonia, norway, oman, other, other-lacar, peru, philippines, poland, portugal, puerto rico, qatar, russian federation, saudi arabia, singapore, slovakia, slovenia, south africa, spain, sweden, switzerland, taiwan, province of china, united republic of tanzania, thailand, turkey, ukraine, united arab emirates, united states of america, uruguay, viet nam, zambia, zimbabwe.